Event description:
A 40 wk pregnant patient having epidural catheter placed. Anesthesiologist placed the catheter, said that fluid wouldn't go through the catheter tubing (felt resistance). Catheter was then removed and replaced with another catheter. No injury to patient. This device is part of a custom kit.